Event description:
Clinic notes dated may 7, 2013, note that the patient was hospitalized for depression and passive suicidal idealation from (B)(6) 2009 to (B)(6) 2009. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The patient's programming history was reviewed, and settings from before and after the dates the patient was in the hospital were found.

Manufacturer narrative:
Analysis of programming history.